Event description:
Customer reported unexpected negative reactions with capture-s indicator cells, lot 229018. Capture s positive controls were not working on the dias or the galileo, the controls ran twice on the dias and three times on the galileo. Repeat testing was performed with the same positive control (lot 250149) and a new vial of indicator (lot 229029) but the positive control failed again.

Manufacturer narrative:
Testing was performed with retention capture-s indicator cells (csic), lots 229027, 229028, and 229029, using cs reactive control serum, and cs nonreactive control serum. With csic, lot 229027, the reactive controls exhibited weak to moderate reactivity. With csic, lot 229028, very weak to weak reactivity was observed, and with csic, lot 229029, all reactions were negative, with some fuzzy buttons observed. Testing was performed on an in-house galileo using csic, lots 229028 and 229029 using cs reactive control serum. Three test runs were performed using different combinations of csic and reactive controls. All runs were invalid due to failure of controls to meet cut-off reactivity. Csic, lots 229028 and 229029 were investigated and raw material was determined as the root cause of the weakened reactivity seen.